Manufacturer narrative:
Continuation of d11: product ID: 8781, lot# hg3nng812, implanted: (B)(6) 2020, explanted: (B)(6)2020, product type: catheter. H3: analysis of the product has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm updated to 4118. Fdr updated to 3233. Fdc updated to 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter would be returned.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# hg3nng812, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that there was a connection failure in the catheter connector. It was thought that the tip of the catheter had passed the collet and the physician confirmed, but the medical representative did not confirm. The attaching sound of the collet was then confirmed by both the physician and the medical representative. The physician lightly pulled the catheter to confirm that it was connected, but then the catheter came off. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
H3: the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified that the catheter was not fully seated onto the connector and the collet was locked in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.